Event description:
It was reported the pt wanted the system removed. F/u identified the pt was to have an MRI and needed the system to be removed. In addition, the pt had pain at the ipg site, and it was reported the ipg may be non-responsive. The pt was to f/u with the physician to remove the system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.